Manufacturer narrative:
Per the reporter, the patient's wife began shutting off the astral device and immediately aborted the shut off process. This resulted in the device screen to freeze in cancelled mode and became unresponsive. The customer allowed the device battery to deplete in order to shut it down. After the device shut down, the device was plugged in and it powered on. The customer contacted resmed to request assistance reviewing the device logs for the reported event. No device was returned to resmed for evaluation. The customer informed resmed that the issue was resolved and the device was operating normally. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
No astral device was returned to resmed for investigation. Based on the information available and previous investigations of similar complaints, the investigation determined that the reported unresponsive touch screen was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.